Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No external ram crc error or unexpected restart error were noted during testing. However displayable history crc check failed on startup alarms were found at the alarm history file. Displayable history crc check failed on startup error due to corrupted history file. Device received with cracked case at the display window corners and display window. Device received with stripped battery cap coin slot (p). Device received with missing end cap sticker. Device received with minor scratched display window and case. Device received with stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance on several occasions due to low blood glucose on with blood glucose in the 20 mg/dl range at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump stopped working. The customer got unexpected restart, external ram crc error, and displayable history crc check failed on startup alarms. The customer was taken off the pump after getting the alarms. Troubleshooting was not completed as the customer declined. The customer found they had kidney failure around when the lows started. The insulin pump will be returned for analysis.